Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 3 patient samples on a cobas 8000 cobas c 502 module. For sample 1, the initial result was 20.2 mg/l. The repeat result was < 3 mg/l. For sample 2, the initial result was 11.5 mg/l. The repeat result was < 3 mg/l. For sample 3, the initial result was 33.5 mg/l. The repeat result was < 3 mg/l. The repeat results were from another line. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 800658. The expiration date was not provided. The qc recovery data provided was acceptable. The field service engineer (fse) found water droplets on the cuvette surfaces, some cuvettes with full water levels, and a broken cell rinse tubing. The fse performed adjustments and a precision test with successful results. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. .